Event description:
Philips received a complaint on the als device indicating that the capacitor is defective. There was reportedly no patient involvement. The device is out of warranty and a third party may complete an evaluation of the device. Additional details regarding the repair are unknown and were not provided. No information was made available. The investigation concludes that no further action is required at this time.